Event description:
It was reported that while the nurse was trying to adjust the monitor, the monitor came off the video cart and hit the nurse on the head. The nurse was able to catch the monitor before it hit the patient. It was further reported that the bracket that slides into the video cart arm slid out of the arm.

Event description:
It was reported that while the nurse was trying to adjust the monitor, the monitor came off the video cart and hit the nurse on the head. The nurse was able to catch the monitor before it hit the patient. It was further reported that the bracket that slides into the video cart arm slid out of the arm.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. A possible root cause for the monitor coming off the mounting arm could be that the tension screw to the account's mounting arm was not tightened. This may have led to the monitor dislodging from the arm when being adjusted. A change to improve the safety of the stryker vision mount was implemented in (B)(4) of 2011, by adding a screw and washer to the bottom of the vesa/tilter under the yoke. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.